Event description:
Hcp reported pt presented with signs of an infection anterior to c2. This includes trouble swallowing. Cultures anterior to c2 were obtained and cutaneous was the type of organism cultured. Hcp reports patient does not have meningitis. The pt was treated with IV antibiotics and total device system explant. Hcp reports pt's infection is now resolved. The device was explanted 2004 but not returned to the MFR for analysis.